Event description:
Patient experienced hyperglycemia of 340 mg/dl and ketones of ++/+++ and was nauseous and had a headache during the night from (B)(6) 2012. Patient's normal blood glucose is 80-150 mg/dl, and patient changed the accessories and delivered a correction via pen. Patient believes the insulin delivery of the infusion device is inaccurate. The infusion device was replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.